Event description:
Medtronic received information regarding a navigation system used during a cranial resection procedure. It was reported that during registration, the 3d model suddenly was partially lost. The model was missing a lot of the data from the patient's face. The local representative (cc) attempted to go back to 'plan' to see if the model would repopulate. The system at this point displayed a message about there being an internal error. Another system was used for the remainder of the case. There was no reported delay to the procedure. There was no reported impact to the patient.

Manufacturer narrative:
Concomitant medical product: product ID: 9735737, serial/lot #: (B)(6). H3: the system was serviced in the field, and no fault was found. The system performed as intended. Codes b01, c19, d14 are applicable. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Codes b01, c10, d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.